Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the returned product specimen was visually examined. The valve was rotated in the stent with the right cusp of the valve to the non-coronary cusp position in the stent. Per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. The valve appeared to be distorted and oval shaped. All leaflets appeared to be slightly stiff but flexible. A tear or abrasion was observed through the lunula of the left cusp, which appeared to be due to contact with a possible long suture tail along the outflow rail. All commissures appeared intact. Remnants of glistening off-white pannus remained attached to the non-coronary left stent post to the outflow rail, adjacent to the non-coronary and left cusps and slightly along the outflow margin of attachment of the left cusp. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography testing showed no evidence of mineralization the valve and /or host tissue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 7 months post implant of this bioprosthetic valve, it was explanted and replaced due to stenosis and increased gradients. Transesophageal echocardiogram (tee) measured mean gradients at 50 mmhg and peak gradients at 70 mmhg. The patient was symptomatic with dyspnea. No other adverse patient effects were reported.

Manufacturer narrative:
Evaluation: this valve was received in a clear 0.2% glutaraldehyde solution in an explant kit. The valve was rotated in the stent, from the right cusp of the valve to the non-coronary cusp position in the stent. Per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. The valve appeared distorted in an oval shape. All leaflets appear slightly stiff but flexible. A tear or abrasion was observed through the lunula of the left cusp, which appeared to be due to contact with a long suture tail along the outflow rail. All commissures appeared intact. Remnants of glistening off-white pannus remained attached to the non-coronary left stent post to the outflow rail adjacent to the non-coronary and left cusps and slightly along the outflow margin of attachment of the left cusp. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization the valve and /or host tissue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the tear and abrasions seen in the explanted valve may have been a result of the altered position of the outflow rail since the position of the distortion resulted in the narrowing of this outflow rail opening. The pannus overgrowth on the inflow would have further impaired the leaflet mobility leading to stenosis and high gradient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.